Event description:
Boston scientific received information that this system had displayed multiple evens with noise on the rate sense channel which was being oversensed. There was not noise observed during manipulation of the device header; however, noise was re-created during arm movements. Impedance measurements have slightly decreased since implant and threshold measurements have slightly increased. It was noted that the device is loose in the pocket as well. A revision procedure was performed and this device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.